Event description:
At 3 months from the primary, the patient came in reporting hip instability and the cause is unknown. The surgeon revised the cup, head and liner and implanted a competitor's head (off-label). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 jun 2025. Lot 2309205: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 2028-04-12. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved: 1. Cup: mpact 01.32.154dh acetabular shell ø54 two-holes(k132879) lot. 2249715 lot 2249715: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 2028-04-12. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. 2. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2300339. Lot 2300339: (B)(4) items manufactured and released on 13-mar-2023. Expiration date: 2028-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.